Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the resident closed the stapler onto the tissue and forcefully tried to push the black wing knob. The resident was corrected by a representative who also gave a quick in-service training on how to use the stapler. Upon firing the stapler, a loud cracking noise was heard and the jaws were locked on tissue. The jaws of the stapler were opened removed from the patient and found out that the reload jaws was already broken. Another manufacturer's device was used to complete the procedure. There was no patient injury.